Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was repaired during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system interconnect cable insulation was cracked. No pt injury was reported.